Event description:
This olympus high flow insufflation unit was a demonstration set received from the end user with no complaint. However, during the device inspection, it was discovered the unit was not powering on. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the unit was not powering on. This failure was caused by a faulty power supply converter, that also caused the fuses to burn out. Additionally, there was port damaged on the control board. The rear panel was heavily dented. The thread on the front panel was noted deformed, as the screws would no longer fit. The tracks on the cr board were front rusted, as was the front panel. The damper was broken, and the thread of the chassis was also found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 10 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed, where the power supply of the device did not turn on. And that it was determined, to have been caused by a failure of the power supply (converter). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.